Manufacturer narrative:
.

Event description:
A guardian ii device was used in a patient procedure. The physician was working on an rca lesion and had a guidewire and guidelines in place as it was used a large air bubble went down the right coronary artery. Patient became symptomatic with st elevation. The patient was fine in the end but required vasodilators.